Event description:
It was reported that during a routine replacement procedure for an implantable pulse generator (ipg), it was found that the extension contacts had pulled apart at the ins connection. The extension was connected to the adaptor and left in service. Pre-operative impedance testing was conducted. The wires were pushed in as best as possible as a troubleshooting step. The issue was not resolved at the time of the report. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.